Event description:
While in radiology dept for a 3-hr delayed chest radiograph following percutaneous right lung biopsy, there was equipment malfunction involving the cassette holder of the imaging intensifier allowing a cassette to fall and strike the pt's left great toe. Initial inspection by radiologist revealed swelling and superficial laceration/abrasion along the dorsal aspect of the proximal great toe. Radiograph of the 1st and 2nd toes confirmed comminuted intraarticular fracture involving the mid and distal aspect proximal phalanx left great toe. Seen for additional eval and f/u recommendations in the emergency dept. Tetanus administered; toe buddy-taped. Discharged with instructions for f/u care including seek additional treatment if swelling increases or numbness occurs.